Event description:
Information was received from a friend/family member regarding a patient who was receiving and unknown drug and morphine via an implantable pump for non-malignant pain. It was reported that for the past '4-5 days,' the patient's pump had been taking 'anywhere from 4 to 8 minutes to deliver a bolus.' The handset would sit at 90% for 'quite a while,' and then the screen goes dark and they had to keep tapping it to get it to come back on. It was noted the patient has had some eye surgery and was not able to see very well. Caller later stated 'it started a couple days ago where it just shuts off and you have to restart it' and 'its difficult to live with,' and mentioned 'for the last couple of days, it's been really difficult for her (patient) to try to get the bolus started.' The patient called the doctor's office, who told them to call patient services. Agent assisted the caller in clearing data and increasing the handset screen timeout settings from 30 seconds to 2 minutes. Prior to clearing data, the patient's data was 9.72 mb and cache was 32.77 mb. Caller then assisted patient in requesting a bolus and that was the fastest the equipment had ever connected to the pump, and later stated connecting to the pump was 'really quick.' The patient was smiling and also very happy with how fast it connected.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.